Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an anterior vitreous detachment occurred during a cataract surgery. The procedure was completed with the same product. A product sample has been requested for evaluation. Additional information has been requested for this report. No updates have been received at this time.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was built to specifications. The returned sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample primed and tuned successfully and the service data could be retrieved from the console. The sample was able to reach a maximum vacuum within specification and no leakage occurred during testing. The irrigation and aspiration flow rates were within specification. No occlusion was detected from the tubing insertion into the fittings and the four aspiration ports on the pump region of the cassette base. The sample passed functional testing. Furthermore, a clinical analyst has reviewed this file and stated the following: ¿the customer reported that an anterior vitreous detachment occurred during cataract surgery. The procedure was completed with the same product. Additional information was requested with no information received to date. The anterior vitreous detachment may occur at the level of the anterior retina adjacent to an area called the ora serrata. The vitreous may delaminate from the retina at any location, meaning either posterior or anterior at any time either from trauma or idiopathic. If the vitreous is already detached from the retina, then the risks of a retinal detachment is theoretically reduced. The anterior hyaloid face is next to the posterior capsule of the lens. The vitreous base is adjacent to the ora serrata. Any anterior segment trauma, including complicated cataract surgery, can cause either of these regions of the vitreous to involute before the posterior vitreous. In the anterior vitreous detachment, the anterior vitreous cortex may be separated from the posterior lens or posterior zonular fibers.¿ the root cause of the customer's complaint could not be established as the returned sample met specifications. The manufacturer internal reference number is: (B)(4).